Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the lead never touched patient. The lead was found to be bent when opened on the back table. No troubleshooting was performed. No cause/contributing factors were known as it was bent upon opening. The issue was unresolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was stated that the issue was resolved with customer service the morning of the email. The pop report for the account was cleared. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.